Event description:
It was reported that during the procedure in the heavily calcified left circumflex artery via femoral access, a .014 hi-torque pilot 50 guide wire was advanced but could not cross the lesion. Several attempts were made to advance the guide wire using force. The proximal segment of the guide wire became bent inside the anatomy; therefore, the physician withdrew the guide wire with resistance and the distal segment of the guide wire separated in the anatomy. The separated segment of the guide wire was retrieved using a snare device. Another guide wire was used to complete the procedure successfully. There was no adverse patient sequela and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink (bend) and separation were able to be confirmed. The failure to advance and difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.